Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power adapter for 30 minutes. Subsequently, the pump shut down. Customer reported that the pump had powered on and the power source alert had not reoccurred after charging the pump. The customer¿s blood glucose was 173 mg/dl.